Event description:
It was reported that Cleo infusion sets leaked. The blood glucose level at the time of event was 283mg/dL. There was patient involvement, and no harm. The event involved two devices, and this report captures the first of the two devices.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 CFR 803.56 when additional information becomes available.